Event description:
It was reported that during a rectosigmoidectomy procedure, the washer did not close correctly. When the instrument was being closed and reaching the green mark, the washer got loose. Unk how case was completed. There were no adverse consequences to the pt. Rec'd the following info on (B)(6)2009: the detachable head got loose. Another same like device was used.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.